Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a system turned off during a procedure and would not turn back on. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event of the system shutting down. Unrelated to the reported event, the company service representative replaced the coil footswitch charger printed circuit board (pcb) as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 24, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).